Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed. Functional testing and visual inspection performed during analysis. The downstream occlusion seal was found delaminated. The downstream occlusion seal was replaced.

Event description:
It was reported that the dso gasket was cracked. The rubber seal needed to be replaced. The event occured during routine preventive maintenance.